Event description:
It was reported the pump touchscreen was cracked and illegible after the customer accidentally stepped on it. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.